Event description:
The above report number refers to an anonymous report that white river concepts received november 7, 1997, claiming that co's breast pumps have a history of causing tissue damage. In the last eleven years white river has been producing pumps, co has never had a single complaint of these conditions. Furthermore, white river concepts has a 24 hour mother's hot line to assist mothers with breast feeding questions with co's products, and co has had no such complaints as stated in this anonymous report.